Event description:
It was originally reported by the (B)(4) study, a patient experienced an elevated troponin I level 6 to 12 hours post procedure. Cec adjudication minutes were reviewed. The committee agreed that the patient suffered a myocardial infarction (mi) during the index procedure. The patient also suffered syncope secondary to dehydration following nitroglycerin use for chest pain and bronchitis approximately (B)(6) months after the procedure. At the time of the index procedure, angiography revealed two lesions in the left anterior descending artery (lad). The indication for the procedure was stable angina pectoris. Angiography revealed 85% stenosis in the mid lad that was described as de novo, 23mm in length, and class c. The reference vessel was 2.75mm in diameter. The lesion was pre-dilated with a 2.0 x 15mm balloon at 15atm and a 2.75 x 23mm cypher rx was implanted at 11atm. The stent was post-dilated with a 2.75 x 12mm balloon at 12atm to fully expand the stent. Angiography revealed 80% stenosis in the proximal lad that was described as de novo, 12mm in length and class c. The reference vessel was 3.0mm in diameter. A 3.0 x 13mm cypher rx was implanted 15atm by direct stenting and was post-dilated with a 3.25 x 12mm balloon at 15atm to fully expand the stent. Pre and post timi flow was 3 for both stents and there was no residual stenosis for either stent. Troponin I was elevated to 0.18 (uln 0.04) 6 to 12 hours post procedure and 12 to 24 hours post-procedure. Troponin I was normal prior to the procedure. The patient was discharged the day following the procedure with no angina and no reported adverse events. This event however was diagnosed as a mi by the cec adjudication committee.

Manufacturer narrative:
Approximately (B)(6) months after the index procedure, the patient experienced syncope secondary to dehydration and nitrate use and bronchitis. The events were reported to have resolved two days later. The patient's daily medications included isordil. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00210 and 3003742446-2012-00211.

Manufacturer narrative:
The complaint received states that this (B)(4) study patient suffered a peri-procedural mi during the index procedure. This is an (B)(6) female with medical history including dyslipidemia and hypertension. The indication for the index procedure was angina with a positive functional study. Angiography revealed an 85% stenosis in the mid lad and an 80% stenosis in the proximal lad. In (B)(6) 2010, the index procedure was performed for treatment of two target lesions. The first lesion treated was the mid lad. Pre-dilation, single stent implantation and post dilation were successfully completed. The core lab reported a 24% residual stenosis, no dissection and timi 3 flow. The second lesion treated was the proximal lad. A single stent implantation with post dilation was successfully completed. The core lab reported a 15% residual stenosis, no dissection and timi 3 flow. Pre-procedure the ck was 94, the ckmb was 1.6 and the troponin was 0.01. Post-procedure the ck was 98, the ckmb was 2.8 and the troponin was 0.18. The following day the ck was 113, the ckmb was 3.4 and the troponin was 0.18. The ECG core lab report is not available. The cec committee has deemed this enzyme elevation as an arc peri-procedural pci thus the file has been coded for mi. The site reported no complications. Additional information was requested; however, the site replied "per md this is not an adverse event." The patient was discharged the day after the procedure on dual anti-platelet therapy. The study stent remains implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported events. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2012-00210 and 3003742446-2012-00211